Manufacturer narrative:
Concomitant medical products: 511212 lead, implanted: (B)(6) 2020, 511212 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement, high thresholds, non capture and undersensing. The lead was revised and remains in use. No patient complications have been reported as a result of this event.